Manufacturer narrative:
This pacemaker was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was explanted due to pocket infection. A new pg and lead were successfully implanted. There were no additional adverse patient effects reported.